Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was off because it did not work. It was unknown when it stopped working or how it was not working. It was noted that the device had been turned off for quite some time because it was broken and needed to be removed. The patient stated that the device stopped working more than a year prior to report and their therapy had been turned off. The last time the patient saw their healthcare provider they wanted to remove the device but they couldn¿t remove it because of their really bad hyperthyroid that was not controlled and the patient wasn¿t ready for removal surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va09ul8, implanted: (B)(6) 2013, product type: lead. (B)(4).